Manufacturer narrative:
Manufacturer ref#: (B)(4). Section d4: UDI: as the catalog/model numbers were not provided, the (01) gtin are not available. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It was reported two patients experienced non-target embolization, therefore, it can be deduced that the nbca mixture (comprised of nbca glue, ethiodized oil and tantalum powder, if needed) did not solidify as intended; it solidified distal to reaching the intended site. Inadequate polymerization during use presents potential for patient harm, as this may result in nontarget site embolization. In this case, it was reported the event did not result in patient harm; therefore, this event does not meet us FDA reporting criteria as a serious injury. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Data was received from a confidential source regarding patients treated with trufill® n-butyl cyanoacrylate (n-bca) liquid embolic system for embolization of gastrointestinal bleeds (gib). Two patients experienced non-target embolization; both did not result in patient harm. Seventeen (17) patients experienced ischemic complications; nine (9) of which required surgical intervention and eight (8) that resulted in no sequelae and required nominal therapy or no further treatment. Twenty-one (21) patients experienced reoccurrence by the 90-day follow-up, all of which required reintervention due to rebleed of the target gi lesion. There were no procedure-related deaths. There is no additional information available. Additional information was received on 27-jun-2025. Summary: a correction to the original form was submitted and includes additional clarifications of the information summarized in table 2 of part iii based on safety data from the rwe report. In this summary, the all-cause mortality count was qty: 39 at the 30-day follow-up and an additional 10 (qty: 49) by the 90-day follow-up. The mortality related to gastrointestinal bleeding (gib) count was qty: 15 at the 30-day follow-up and one additional death by the 90-day follow-up (qty: 16).